Event description:
The user of a powered patient transport fell from the chair and suffered bruises when the seat broke. This event involved the same unit as a previous event. That event was not reported until this event occurred (see MFR #3006395295-2012-00003). Both events occurred in (B)(6). After receiving this report and doing an investigation, the manufacturer has decided to initiate a product field update.